Event description:
It was reported that there was difficulty while draining water from the foley catheter and there was 10:0 one-sided bulging of the balloon during pre-test. As per information mentioned in the internal bd comments on 14nov2023, stated that the balloon was deflated, so they couldn't see if it was bulging on one side. Damage could not be confirmed. The representative cut the inlet tube and discarded the bag.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was difficulty while draining water from the foley catheter and there was 10:0 one-sided bulging of the balloon during pre-test. As per information mentioned in the internal bd comments on (B)(6)2023, stated that the balloon was deflated, so they couldn't see if it was bulging on one side. Damage could not be confirmed. The representative cut the inlet tube and discarded the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.